Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) alarm situation check patient line, this situation occurred during initial drain. The hp was seeing several large air pockets in the patient line. The technical service representative assisted with end of therapy early procedure. The hp would start over with new supplies. No patient injury or medical intervention was reported. (B)(4) contacted the patient on (B)(6) 2010. The patient stated the following: nothing was noticed with the supplies and using new supplies cleared the alarm. The sample was discarded and they had mixed a box of supplies so the lot number was unknown and a companion was unavailable. The nurse was contacted regarding the event and the patient is doing fine with therapy since the event. No patient injury or medical intervention was reported.